Event description:
The MFR has been notified that a size 25 mitral valve was explanted and replaced after it was determined by echo that one leaflet was immobile. Tissue overgrowth was found on explant.

Manufacturer narrative:
H6. Evaluation codes. Method: a device history records review was conducted. Results: a device history records review was conducted and confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Conclusion: leaflets immobile due to thrombus.